Manufacturer narrative:
(B)(6) investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a blockage during liquid delivery. Per reporter, the problem was resolved by replacing the tube and this event occurred during patient use/administration. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One sample was returned for evaluation. Note: in the event description mentioned the part number: 21-7605-24 and that number does not belong to the lot number reported and the sample received. The complaint sample was visually inspected, at 12¿ to 16¿ under normal conditions of illumination. The sample returned was tested using the hydrostatic vessel, and distillated water, to verify the correct functionality of the sample. During the test the liquid does not through for the device, an occlusion was detected. According to the visual and functional test, the failure mode reported in the complaint, occluded/blockage, was confirmed.